Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the leg was drilled and bent; and the neuro tip was drilled. Therefore the reported condition was not confirmed. It was determined that the issue with the drilled and bent leg was indicative of excessive side loading causing the burr device to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled neuro tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro-tip. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during the cleaning process, it was observed that the craniotome device had a bent foot plate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.